Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of corail pinnacle, surgeon - (B)(6), (B)(6) hospital (B)(6) 2018. Surgeon reports patient is dislocating. Current implant is corai pinnacle ceramic on ceramic. No date for primary or surgeon available. Ceramic head extremely difficult to remove. Pinnacle cup and liner replaced with pinnacle sector cup, 2 x screws and a poly +4 36 liner. Corail stem reported to be well fixed. Due to reported stability issues a bio ball head from lima was used on the corail stem. Surgeon confirmed he is aware this is off label. Used as the best option to correct offset and stability for this patient. Codes of implants unavailable and unreadable. No documentation of previous surgery available. Male patient aged (B)(6), dob (B)(6). Jnj rep present for the case, images uploaded to unity. Unknown jrn= ceramic liner, pinnacle sector shell, 36 ceramc head +5 doi: unknown; dor: (B)(6) 2018; unknown affected side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.